Event description:
My dexcom g6 was reading 100 when my blood sugar was 200 and my omnipod 5 was controlling my insulin. My insulin pump suspended my insulin because of the inaccurate data being fed to it by dexcom. This led to a high blood sugar, since my pump suspended my insulin. If I hadn't noticed I would've likely ended up in the hospital with dka. I only checked because I hadn't checked in 12 hours and thought I should just make sure that I was going low before treating my blood sugar. Dexcom then told me I was 64 when I was 210, and 46 when my manual blood sugar check said I was 218. Dexcom then read low without a number for 2 hours before the sensor failed completely. This system needs to be taken off of the market.